Event description:
It was reported via journal article that the patient had a perigee implanted on an unspecified date stage iii anterior wall prolapse. Eleven months post-op, the patient became suddenly unable to walk because of a strong pain to the left thigh root after running. Magnetic resonance imaging revealed an external obturator left muscle hypersensitivity consistent with "muscular oedema." The patient was treated with oral corticosteroids with a complete resolution of the pain after 7 days. One month after, the patent repeated another scan, that documented a complete reabsorption of the external obturator left muscle hypersensitivity. No further patient complications were reported in relation to this event.

Manufacturer narrative:
Sartore a, zennaro f, banco r. (2014). An unusual long-term complication of transobturator polypropylene mesh. Arch gynecol obstet, epub 2014 jul 15.